Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device received pink screen with 41786 displayed¿ was confirmed through pump power up test. The probable cause was low power internal cell battery. Charged internal cell battery. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device received pink screen with 41786 displayed. Which typically indicates a problem with the pump's main board or a related component like the printed wiring assembly (pwa). The event occurred during testing and there was no patient involvement.